Manufacturer narrative:
We issued a medical, technical and mechanical evaluation. The result is expected within the next 8 weeks. We will send the results and conclusions to you as soon as available.

Event description:
Implant fracture.